Event description:
Philips received a complaint by the customer on the v60 indicating that the device was giving a bad touch error message when the customer attempted to calibrate the touchscreen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was giving a bad touch error message when the customer attempted to calibrate the touchscreen. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 22jul2025, the touchscreen failure was confirmed and duplicated. The biomedical engineer (bme) ultimately ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.